Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.

Event description:
It was reported surgical intervention was undertaken on (B)(6) wherein the second extension was explanted and replaced resolving the issue.

Event description:
Additional information was received indicating in the previous procedure only one of the patients extensions was explanted. Additional surgery may be pending to address the second extension.

Manufacturer narrative:
B5 of the previous report should have read "it was reported that high impedances were measured. Surgical intervention was undertaken wherein the leads were explanted and replaced."

Event description:
It was reported that high impedances were measured. Surgical intervention was undertaken wherein the leads were explanted and replaced.

Manufacturer narrative:
The event of high impedance was reported to abbott. Surgical intervention was undertaken wherein the leads were explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event and therapy date are estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16790. It was reported that high impedances were measured, which may be addressed through surgical intervention.